Manufacturer narrative:
The device was received for evaluation. At power up of the device alarmed to close the door. The cause was identified to be a missing lower latch/hook switch. The lower auxiliary requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed to close the door. This occurred during power up of the device. No additional information is available.